Event description:
Customer called on (B)(6) 2011 reporting that there was a yellow liquid leak on the unicel dxh 800 coulter cellular analysis system and the source of the leak could not be identified. Customer noted that the instrument was also giving aspiration errors on patient specimens but the affected patient results were not reported out. There was no death, injury or change to patient treatment associated with the incident. Customer was wearing proper personal protective equipment at the time of the leak and was not exposed to the leak. Upon follow-up with the customer, it was found that a tubing had popped off and was re-attached by the customer. The specific tubing is unknown and customer did not request an on-site service. Issue was resolved by customer through troubleshooting.

Manufacturer narrative:
Evaluation - method: issue was resolved by customer through troubleshooting. Issue was resolved by customer.